Manufacturer narrative:
(B)(4). The device history record for the returned sample lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The molded head, the tube and balloon exhibited a slight yellow discoloration. The balloon was filled with 5 cc's of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port (bip). The balloon was squeezed and manipulated. No leakage was observed. The feed lumen was pressurized from the distal end using a syringe filled with water. No leakage was observed. The sample was filled with 5 cc's of methylene blue and left on blotter paper overnight and there was no leakage observed the following day. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received two complaints involving two devices on the same patient . This is the first of two reports. Refer to report 9611594-2015-00111 for the second report. A report was received from (B)(6) stating the pediatric patient had two low-profile transgastric-jejunal enteral feeding tubes leak within 30-days of insertion. For the first event, the device was in use for 24-days. In both cases, the parent reported the balloon losing volume when the parent was performing the weekly water change. The initial balloon fill volume was 5mls and the device was losing 0.5-0.7mls per day. The device leaked through the balloon inflation port valve. Medical intervention was required for replacement . The patient's enteral feeding tube was replaced in the pediatric radiology department. The patient was sedated. The patient has been using enteral feeding tube for 4-years. No additional information was provided in regards to the patient's status and the outcome of the procedure.